Event description:
A report was received from a user facility in the USA stating the stellaris pc system shut down three times during procedures. Each time the system was successfully rebooted and the procedure was completed with no injury to the patient.

Manufacturer narrative:
The computer was removed from the stellaris pc system and returned to bausch and lomb for evaluation. The reported problem was not duplicated along simulated-use testing. The system did not shut down while running or powered on. The unit met all performance specifications.